Event description:
Additional information was received. It was reported that in (B)(6) 2023 the patient misplaced their stimulator implant remote and small handheld antenna. The patient was trying to get a replacement and was talking with their doctor. The patient noted it had been since (B)(6) 2014 that their battery was replaced. The patient was waiting to get a new remote and their ins died. On (B)(6) 2024 their surgeon replaced their battery. Since then, they had healed great with no problems. The stimulator and battery were doing great, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was manufacturer's representative (rep) said pt said they wanted an upgraded ipg because the ins took longer to recharge and did not work as well as before; details unknown. Pt had since lost pt programmer and hcp office would not get new one for pt so pt could not control therapy, so pt wanted to be upgraded. Mdt rep. Said they were doing a ins replacement for the pt today. Tss discussed considerations for replacement. Mdt rep. Said they had a replacement ipg in the past that was more complicated with older leads/ipg.